Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead found it was returned incomplete. The lead had been cut during the explant procedure and only the terminal end lead tails were returned. As such a positive model identification of the lead could not be made.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
Correction d6a - date of implant- should be (B)(6) 2014 rather than (B)(6) 2018.